Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for analysis. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 3mm longitudinal tear in the balloon. Tear was located in the balloon material at the 1.8cm from distal tip. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. Tear was located in the balloon material at the 1.8cm from the distal tip when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 15mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 6 atm for 30 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 15mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 6atm for 30 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.